Event description:
Device report from synthes reports an event in switzerland as follows: it was reported that on (B)(6) 2022, before surgery the nurse realized that the shaft of instrument could not be inserted. Surgery was done with the second identical instrument in the set. After surgery the nurse was not able to remove the shaft from the instrument used during the surgery. There were no fragments generated. There was no surgical delay. The procedure was successfully completed. There was no patient consequence. This report involves one (1) trial inserter sh connection. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. The product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the trial inserter sh connection had deformations at the tip of the inserter handle tube which would affect the functionality of the device. No other product defects or damages were noted on the other components of the device. No new additional information can be added after reviewing the images provided. The dimensional inspection was not performed due to the post manufacturing damage. The observed condition of the trial inserter sh connection was consistent with a random component failure that may have been caused by exposure to excessive/unintended forces. A functional test was performed and it was noted that the deformed tip of the inserter handle tube was causing the assembly issues between the pin tab and the tube slot. The complaint condition was able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the trial inserter sh connection was observed to have a deformed tube tip hence causing the device assembly issues. While no definitive root cause could be determined from the available information, it is probable that the concerned tube tip of the trial inserter sh connection was deformed due to the exposure to excessive/unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part #: tft20101; lot #: e20di0591; supplier: eit, wurmlingen, germany; release to warehouse date: 18.03.2021; no ncr's generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.